Event description:
While servicing the device, an authorized field service engineer (fse) discovered the label set was damaged. The noted failure was identified during the authorized field service engineer (fse) inspection of the device. As a result of the issue, it was determined that the label set would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the label set. The label set was replaced. The device was returned to the customer site and no further evaluation is required at this time.